Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: b, c, d, e. The cause of the patient's shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a 70 yo female patient, initial reverse left shoulder implanted in (B)(6) 2024, underwent a revision procedure in (B)(6) 2025, approximately 3 months post the initial procedure. The surgeon explanted the glenosphere, tray and liner and went back in with new ones. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are available for return. A device image was provided. No further information.

Manufacturer narrative:
D10: concomitant devices: 320-06-38 - glenosphere 38mm: (B)(6) 322-10-00 - humeral adapter tray, (B)(6) 320-15-01 - eq rev glenoid plate: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.